Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with cracked display window corners, cracked battery tube threads, minor scratches and cracks on the display window, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. At the time of the phone call the customer's blood glucose was 60 mg/dl. The customer is pregnant. Nothing further was reported.